Manufacturer narrative:
Evaluation summary: this is caused by environmental factors that prevent proper cleaning of the lens surface, resulting in blurring of the image.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 09-jun-2021 that occurred in (B)(6). The information provided indicated that the "image flutters in and out, blurry to right side of screen" involving pentax medical video colonoscope model ec38-i10nl, serial number (B)(4). No additional information was received with the complaint. The investigation is in-process.